Manufacturer narrative:
Analysis was performed and found that the battery capacity of the main device was reduced due to the overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. (B)(4).

Event description:
The consumer reported that they let the battery overdischarge. The patient decided to have the battery removed instead of trying to reprogram. It was believed that the patient was not having leg pain like before and this was the reason the patient quit using therapy. The cause of the overdischarge was non-determined. The manufacturing representative attempted to interrogate the device, but was not able to. No patient symptoms were reported. Indications for use include spinal pain. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.